Event description:
This is one of several reoccurring kinked tubing incidents. Approximately two weeks ago at 11am, a patient presented for a paracentesis procedure. The drainage tube in the custom tubing management kit demonstrated a slight kink. It was small enough that the tubing was used for the procedure. It did not affect the procedure or the patient. The lot# of the para tray in which the tube came out is t1226758. The fluid management kit lot# is h1197361. The tubing kit is within the para tray, all of these events contain tubes from the same lot number. The attachments of the tubing will be the same for each report.